Manufacturer narrative:
This report is submitted to correct product information in section d.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the clip applier instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. This complaint is a reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the clip applier instrument did not release/disconnect from closed clip upon completion of clipping. The surgeon used graspers to remove the clip from the clip applier instrument. It appeared the clip was partially stuck to the clip applier instrument. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 12-oct-2022: the reported issue occurred during procedure. It is unknown if the clip applier instrument was inspected prior to use. The procedure was completed robotically.